Event description:
Reportable based on device analysis completed on 28jun2024. It was reported that an error and boot leak occurred. The 70% stenosed target lesion was located in the flat tortuous and severely calcified deep vein of left lower limb. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, the device alerted a check saline error. After reset, the error still alerted, and the device could not work. It was noted that there was blood in the balloon of omni catheter and there was more blood seepage from the lower part of the bag. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed a shaft fracture.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the angiojet solent omni catheter was returned for analysis. Inspection of the device revealed multiple bends and shaft kinks. The catheter was successfully functionally tested with no alarms present; however, a shaft fracture/leak was observed. A shaft fracture/leak was observed located at 72.5 cm from the tip. Inspection of the device revealed multiple bends and shaft kinks along with a shaft fracture/leak; however, the kinks and fracture did not disrupt functional testing of the device. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages.